Event description:
It was reported the patient turned her scs system off at least 10 months ago, and had not charged her ipg since that time. The patient reported she was not receiving pain relief from the system. A replacement charger was unable to locate the ipg. Follow up identified the physician was to undertake surgical intervention at a future date to replace the ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Correction #: 1627487-12192011-003-r.